Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was cracked in the battery site. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and found that the location of the damage at battery tube side. The damage was affecting/impacting pump functionality and also delivery issues of insulin. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 04-apr-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) customer's event date of 21-march-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) and related svn#: (B)(6) ss event date of 04-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 91750 (9.175 u) and dailytotalofbolusinsulindelivered = 127000 (12.7 u) which is equal to the dailytotalofallinsulindelivered = 218750 (21.875 u). All bolus/basal were delivered in auto mode/manual mode. On the related svn#: (B)(6) customer's event date of 21-march-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 80000 (8 u) and dailytotalofbolusinsulindelivered = 385000 (38.5 u) which is equal to the dailytotalofallinsulindelivered = 465000 (46.5 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) event date of 04-apr-2025 and related svn#: (B)(6) customer's event date of 21-march-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 04/01/2025 00:02:00.000. Insert battery alarm was found on: 04/01/2025 09:36:00.000. Replace battery alert was found on: 04/01/2025 09:33:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-apr-2025 at 17:40:00.000. There was no power data available for the date of 01-apr-2025. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. Lostsensor1alert (780) was found on: 03/15/2025 01:14:00.000, 03/18/2025 12:17:00.000, 03/19/2025 05:11:00.000, 03/19/2025 05:21:00.000, 03/29/2025 06:59:00.000, 03/29/2025 08:39:00.000. Lostsensor2alert (781) was found on: 03/15/2025 01:31:00.000, 03/18/2025 12:33:00.000, 03/29/2025 07:21:00.000, 03/29/2025 08:55:00.000. Sensorexpiredalert (794) was found on: 03/29/2025 06:20:45.000. Sensorsignalnotfound (796) was found on: 03/29/2025 09:27:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the vibrator assembly and battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. Force sensor zero offset within specification (22.77 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery tube side of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. During visual inspection, slight corrosion was found on the vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.